Event description:
Shocking problem with six muscle stimulation modules i.e., channels 3 and 4. The devices are shocking patient's skin beneath the electrodes when utilizing various waveforms including tens. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn.

Manufacturer narrative:
Distributor reported the device to have the following software versions: version 3.0, control 3.0, stim boardl: 2.1, stim board2: 2.1, ultrasound: 2.3. Also the following problems have been reported on the same products: again on channels 3 and 4: the treatment time changes to 90 or 92 min after pressing start, and the treatment time cannot be changed at this moment (the treatment time was adjusted to 20 min before pressing start button). When there is an ongoing treatment on channel 3, if you press home button, then the treatment on this channel stops and all buttons are locked. The only thing you can do is to reset the unit. We asked the customer not to use the channels 3 and 4 until they get a reply from us. Through evaluation 1) and 2) was not reproduceable. These units were upgraded by the distributor and will not be returned. The decision to retain these units was made by the (B) (4) distributor. The device evaluation determined a malfunction of the muscle stimulation printed circuit board (B) (4). The device is included in the correction recall reported to the FDA in 1022819-11/15/2008-001-c. The malfunction results in an unintended output delivered to the patient's skin beneath the electrodes. In particular, mosfet components fail on the muscle stimulation printed circuit board and result in the unintended output to the patient. The energy surrounding the unintended output is generated within the secondary (low voltage) circuitry. The patient remains isolated from primary (ac mains) circuitry when the malfunction occurred. The recall includes corrective software that prevents the low voltage circuitry from experiencing the malfunction, thus, avoiding device malfunction and adverse events.